Event description:
It was reported the patient felt shocks down their back and legs. It was stated this happened periodically since their implantable neurostimulator (ins) was turned off.

Manufacturer narrative:
Concomitant medical products: product ID 3031, serial# (B)(4), implanted: 2001-(B)(6), product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2001-(B)(6), product type extension, product ID 3886, lot# l96541, implanted: 2001-(B)(6), product type lead. (B)(4).